Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the injection port. This was observed during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between november 19, 2023 ¿ november 21, 2023. H11: the device and photo samples were received for evaluation. A visual inspection of the photo sample was performed, and fluid leakage was observed. Visual inspection of the actual sample did easily identify the reported issue. Functional testing using tap water was performed, and a leak from the lower right side edge was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations of the manufacturing process or handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.